Event description:
It was reported the patient's left knee was revised. Patient presented with complaint of pain and a superficial wound infection, and reported a prior fall and a bug bite. Upon opening the joint, metal-stained tissue was observed, as well as posterior lateral wear of the insert to the point where the femoral component was articulating against the baseplate. Surgeon suspected the fall may have disrupted the soft tissues or shifted the implants, causing the uneven wear. Though no lab results came back to indicate whether the joint was infected or not, all components were removed and an antibiotic spacer was placed as a precautionary measure. Rep confirmed that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced.

Event description:
No new information.

Manufacturer narrative:
Reported event: an event regarding infection and damage involving a triathlon baseplate was reported. The event of infection was not confirmed; the event of damage was confirmed based on provided photos. Method & results: -product evaluation and results: the device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted baseplate with blood on it. The baseplate left posterior edge was damaged and deformed. -clinician review: no medical records were received for review with a clinical consultant. -product history review: review of the product history records indicate the reported device was manufactured with no reported relevant discrepancies. -complaint history review: there have been no other similar events for the lot or sterile lot referenced. Conclusions: it was reported the patient's left knee was revised. Patient presented with complaint of pain and a superficial wound infection, and reported a prior fall and a bug bite. Upon opening the joint, metal-stained tissue was observed, as well as posterior lateral wear of the insert to the point where the femoral component was articulating against the baseplate. Surgeon suspected the fall may have disrupted the soft tissues or shifted the implants, causing the uneven wear. Though no lab results came back to indicate whether the joint was infected or not, all components were removed and an antibiotic spacer was placed as a precautionary measure. The device was not returned for inspection; however, photographs were provided for review. The photographs show a recently explanted baseplate with blood on it. The baseplate left posterior edge was damaged and deformed. All stryker products are sold as sterile either by being validated to a minimum sterility assurance level sal of 10^-6 or aseptically filled under a validated process in accordance with applicable external standards. The exact cause of the event could not be determined because insufficient information was provided. Further information such as pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.